Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inflation difficulty was confirmed empirically based event description. As the device was not returned engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. No abnormalities were reported during device unpacking or preparation. While there was no evidence indicating that a manufacturing non-conformance may have contributed to the complaint the investigation shows that the reported event may be related to device interactions caused by a circumferential tear at the sheaths distal tip. This tear could lodge onto the distal end of the valve, preventing it from deploying evenly. Additionally, although the sheath was not returned for evaluation, it was reported that the sheath distal tip was torn and the torn tip constrained the balloon inflation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra resilia valve, it was noticed during deployment that the clear tip of the sheath was constraining the valve as it was deployed. The valve was successfully implanted. The fcs clarified, when pushing the tip of the valve during insertion, they felt more resistance and moved the fluoroscopy too looked more closely at the frame of the valve through the tip of the sheath. At the transition of nose cone and frame of valve on fluoroscopy they could see a lucent line very faint difference in how it usually looks. Then they talked about what to do. Then decided to deploy the valve was the best course of action. When deploying could see constraining of valve when pressure was up you could tip of valve start to open. Back end flared first, when pressure up rest of valve followed. It opened like a cone; the handle side opened first; the inflow (nose cone) was constrained. Post deployment there was no difficulty during withdrawal of the devices. Upon removal it was found that esheath was missing the clear tip, but it had the opaque marker. The missing clear tip was not recovered; the tip is believed to be sandwiched between old and new valve; however, the actual location is unknown. The patient is in stable condition; there was no patient injury. The perceived root cause of the events was that the esheath distal tip never opened fully as valve was pushed through, because it never opened, the pressure ripped it off the sheath.